Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/13/2016 with the following findings: evaluation revealed that the audio bolus button cover was missing. A battery compartment crack was found on the left side of grip pad and below grip pad. Crack in pump near top right corner of display lens was found. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack and the audio bolus button was missing. This report is made based on results of investigation completed on 06/13/2016.